Manufacturer narrative:
This alleged incident was not product related.

Event description:
Provider alleges consumer was lighting a lighter with an o2 tank mounted to back of chair and allegedly caught on fire.